Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure the cartridges were used for the fourth and fifth firing. The deployed staples were unformed and fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.